Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was foreign material inside the sterile packaging.

Event description:
It was reported that there was foreign material inside the sterile packaging.

Manufacturer narrative:
Alleged failure: notice that there was what appeared to be rust on the inner housing of the shaver when opened for the case. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be moisture build up, qc incoming, and in-process inspections. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.